Event description:
The flexible nail broke in the patient. It has not been removed.

Event description:
In 2002 the pt suffered bilateral tibia and right humerus fractures. Two days later, the pt underwent procedures to rec'd im nails for all fractures. Following month the pt fell out of a wheelchair and heard the flexible nail break.